Event description:
It was reported that the pt had numbness in both of her legs. The pt experienced an overdose around the time of an unrelated medical procedure, but wasn't clear on whether or not the overdose was related to medication from her pump or other medications she was taking. The pt was admitted to the hospital and was concerned that her "pump might not be working." Add'l info has been requested; but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).